Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The failure to cross and use of fluoroscopy to snare the stent are related to operational context, however; a definitive cause of the stent dislodgment cannot be determined.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Stent dislodgement can be influenced by many factors, including, but are not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The product was not returned and may have assisted in the investigation. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure, however, a conclusive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this report.

Event description:
It was reported that the promus rx stent dislodged from the balloon during advancement into the ramus and had to be snared. The stent was snared in the left main artery after using fluoroscopy to detect it. No patient effects were reported. No additional information was provided.